Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture baker grade unknown further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "rupture", "leaking", "shifted up due to scar tissue", and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: broken crease sharp and stress marks. Based on the device analysis the final assessment is: a crease sharp edge broken in the side radius assessed as fold flaw opening. Additional, changed, and/or corrected data: b.7., d.4., d.7., d.10., g.3., h.3., h.6.

Event description:
Patient reported left side "rupture", "leaking", "shifted up due to scar tissue", and capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Additionally the healthcare professional reported a baker grade iii.